Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Tac (technical assistance center) support engineer during call conversation with the customer, it was determined with the customer that when they have the one paddle of the scope plugged into the master the 2d image is fine. When they plug the second paddle and the mixer switches to 3d the monitors no longer show the image, the 3d does light up on the mixer and there are no sync errors. Tac advised, if it does not display a sync error then most of the cabling is correct. Tac suggested that customer should check if the monitor is cabled from the 3dv to the monitor and customer was provided monitor settings to confirm. Tac in addition, suggested that customer double check the 3dv and ensure that it definitely says 3d and there are no sync errors displayed. Based on the results of the investigation, it is assumed that the video signal distributor that cannot distribute 3d image or sdi signal was connected between the said device and the monitor. Customer were provided monitor settings and to check the 3dv ensure no sync errors. To date, there are no other issue reported. It is likely the reported issue was resolved. Customer did not return the subject device either. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device video goes blank when master and slave cameras were plugged in. There was no patient involvement on this event reported. There was no patient injury reported.